Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the emergency services were called to the patient residency for hypoglycemia about two weeks ago. The patient's blood glucose levels were 44 mg/dl while wearing the pod on the abdomen longer than 48 hours. Symptoms reported include sweating and making noises. The patient was treated by emergency service at their residency with glucose intravenously.